Event description:
It was reported to medtronic minimed that the customer experienced battery failed alarm, keypad damage and battery compartment damage. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-1884l. Troubleshooting was performed and the customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. No product return is required for mmt-7040a. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b1 - checked adverse event box. 2. Section b2 - checked other serious (important medical events) box. 3. Section b3 - updated date of event to 18-mar-2025. 4. Section b5 - updated summary. 5. Section d10 - updated concomitant medical products (frn-mmt-332a-rsvr, unomed inf set). 6. Section h1/h2 - updated type of reportable event to serious injury. 7. Section h6 - added hecc 1912 for heic 2199. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced hypoglycemia, battery failed alarm, keypad damage, and battery compartment damage. The event involved product(s) mmt-7040a, mmt-1884l, mmt-332a, mmt-381a. Troubleshooting was not performed for sensor glucose versus blood glucose. Insulin delivery was not suspended. Blood glucose value was 49 mg/dl and sensor glucose value was 80 mg/dl at the time of event. Troubleshooting was not performed for low blood glucose, it is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of the reported event. Troubleshooting was performed for battery failed alarm and cracked pump, the customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place the pump in storage mode. No further patient complications were reported. No product return is required for mmt-7040a. The customer discontinued use of the insulin pump. Mmt-1884l was requested, and the customer's response was that the device returned. No product return is required for mmt-332a. No product return is required for mmt-381a.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. No unexpected failed batt test alarms noted. Unit passed the sleep current measurement, active current measurement test, and self test. Thump software was utilized to upload trace/history files properly. The adapt tool was utilized to search for any alarms that may have occurred in the past or during the complaint call to confirm complaint codes. The adapt tool reveals no failed batt alarms on 03/18/2025 at 14:32:20.000 and at 15:22:07.000. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) are within spec range utilizing the available historical data. Unit tested successfully. No battery related alarms noted during testing. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Unit was received with the following cosmetic damages: scratched case and cracked keypad overlay at select button. In conclusion, customer concerns of battery related anomalies were not confirmed during testing. Unit powered up properly after battery installation unit was tested successfully, and no battery related anomalies noted. No damages on battery tube were noted however, unit was received with cracked keypad overlay at select button. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.